Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture per MRI and "MRI report reporting "presence of cerebrospinal fluid drainage device." Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as fold flaw opening. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, b5, d9, e1, h3, h6

Event description:
Healthcare professional reported left side rupture per MRI and "MRI report reported "presence of cerebrospinal fluid drainage device." Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported rupture per MRI and "MRI report reporting "presence of cerebrospinal fluid drainage device." Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported rupture per MRI and "MRI report reporting "presence of cerebrospinal fluid drainage device." Device remains implanted. This relates to the left side.